Event description:
A customer reported a cgm error 42. The issue did not adversely impact the customer's blood glucose level. Technical support assisted the caller in performing a pump reset, after which the error code was not displayed again, and the customer was able to start their sensor session successfully. Reset information was also emailed to the customer for future reference, and they were advised to contact support if the issue recurred.